Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use the cs100 intra-aortic balloon pump (iabp) had an issue with the screen and a strange image appeared on screen when cycling power. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. Tests were performed, but no anomalies were seen. The fse stated that the issue described corresponds to normal behavior when the equipment is switched on. Visible data will still appear briefly on the display. The fse states that this is identical in all equipment. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a.